Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial ventricular lead exhibited high pacing impedance, high capture threshold, and noise oversensing causing pacing inhibition. Through fluoroscopy, it was noted that the atrial lead exhibited insulation breach. The reported lead was capped and replaced on (B)(6) 2022.the patient was in stable condition.